Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing by olympus, the device evaluation and the legal manufacturer's final investigation. Despite three good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. Please see corrected field in h6 coding (health effect - impact code). Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: all channels. Cfu: 1 colony forming unit (cfu). Microbe name: bacillaceae (amounts of bacteria: unknown). Sampling date: (B)(6) 2024. Sampling from): channel tip. Cfu: 2 cfu. Microbe name: bacillaceae (amounts of bacteria: unknown). Sampling date: (B)(6) 2024. Sampling from: - total. Cfu: 3 cfu/ endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there might be a possibility that reprocessing became insufficient. Growth of microorganisms were found through culture testing by the user after reprocessing. However, the root cause of the reported issue could not be identified. Following sections describe reprocessing procedure per instruction for use (IFU): chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, during reprocessing, the gastrovideoscope tested positive on (B)(6) 2024 initially for 11 colony forming units (cfus) of total flora, 3 cfus of paracoccus yeei, and an unspecified number of cfus for micrococcus luteus and staphylococcus haemolyticus. On (B)(6) 2024, the gastrovideoscope tested positive in the air/water channel for 18 cfus of escherichia coli, 30 cfus of klebsiella pneumoniae, and 1 cfu of micrococcus luteus. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.